Event description:
Reportedly, the subject programmer does not turn on.

Event description:
Reportedly, the subject programmer does not turn on.

Manufacturer narrative:
Preliminary analysis revealed a mechanical issue at the level of the power supply unit.

Event description:
Reportedly, the subject programmer does not turn on.

Manufacturer narrative:
Corrected:the reported behavior is not confirmed. The subject programmer was unusable because the screen cover could not be opened.

Event description:
Reportedly, the subject programmer does not turn on.

Manufacturer narrative:
Please refer to the attached analysis report.